Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.

Event description:
México. Allegedly, a patient presented with deformity of the upper pole of the right breast, pain, and hardness. A bilateral capsular contracture baker grade iii was diagnosed (sn: (B)(6).